Event description:
The foam section of the device delaminates from the lower (flesh colored) section of the device allowing the PICC to dislodge from the patient.

Manufacturer narrative:
Two photographs were provided by the customer for investigation. The bandage appears wet, and the adhesive portion is separated from the remained of the securement device. No product was return to further evaluate. Additional information requested regarding dressing change processes and standards were not provided. Root cause: the reported failure is confirmed; however, a root cause cannot be determined without evaluating the sample. When dressing changes are performed, and the device is placed prior to the skin drying a failure such as this can occur. Per IFU, always ensure the skin site is clean and dry prior to placement of securement device. A review of ncmrs and complaints for the last 2 years show no additional instances of this failure. Corrective action: complaint was confirmed; however, a root cause could not be identified without a product to evaluate or additional information from the user. Therefore, no corrective action will be initiated at this time. This failure will be monitored for future actions.

Manufacturer narrative:
The complaint and returned samples have been submitted to the supplier, which is where this part was manufactured, for evaluation. The supplier reports the following regarding this complaint. Samples of the failure and unused samples from the sample lot were returned for evaluation. Lot # 41182630 and 37662864. Evaluation of returned samples confirmed the reported issue. Through a review of tidi retained samples, we see the same thing in 2019 retains. An investigation has been completed regarding the complaint of foam delaminating from the adhesive. The likely root cause is the adhesive. The wrong adhesive is being used for foam and there's no pressure applied to the foam/adhesive during production. This issue has been investigated and addressed internally previously via the CAPA system. Review of the product DHR for the affected lot revealed that the complaint lot was manufactured in july of 2020, prior to implementation of corrective actions for the CAPA (implementation completed september 2020). Because of new complaints received over the last few months for material "shifting" or "delaminating" related to adhesive failure, this issue was again reviewed with the engineering and quality teams, as well as individuals from marketing. Due to the high sales volume (in 2020 1.7 million pieces of securement products with 3m9828 adhesive and foam were sold) and low complaint rate for products that use this adhesive, it was decided to continue to trend for these types of complaints going forward. A review of vygon ncmrs and complaints data base for the last 2 years show no additional instances of this failure. Corrective action: no further corrective or preventive actions will be taken at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted.

Event description:
The foam section of the device delaminates from the lower (flesh colored) section of the device allowing the PICC to dislodge from the patient.

Manufacturer narrative:
The failed devices will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion

Event description:
The foam section of the device delaminates from the lower (flesh colored) section of the device allowing the PICC to dislodge from the patient.